Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with interrogation still unsuccessful. Ts suggested further in clinic examination. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with interrogation still unsuccessful. Ts suggested further in clinic examination. This device remains in service. No adverse patient effects were reported. Additional information received indicates this device entered safety mode. A new device was implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
A good faith effort was performed to obtain additional information. At this time, no further information is available. Should additional information become available this report will be updated. Corrected fields: type of reportable event field (h1) in section h, device manufacturers only.

Event description:
It was reported that this pacemaker was unable to be interrogated using a communicator. Technical services (ts) was consulted and troubleshooting was performed, with interrogation still unsuccessful. Ts suggested further in clinic examination. This device remains in service. No adverse patient effects were reported. Additional information received indicates this device entered safety mode. A new device was implanted. No additional adverse patient effects were reported.